Event description:
Patient experienced postoperative fluid build up around the resorbable implant.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation could not be completed; no conclusion could be drawn, as no device was returned or lot number provided.